Manufacturer narrative:
The patient's previous admissions for driveline infection are reported under MFR #'s 2916596-2020-02643, 2916596-2020-02600, 2916596-2021-00662. Manufacture's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for driveline infection (B)(6) 2021. The cable exit point was reddened with moderately brown secretion and pus. Smear from percutaneous site showed serratia marcescens. The patient was asymptomatic and in good general condition. The patient has previous infection of the driveline and as resistance increases the patient is admitted to clean up the infection and antibiotic therapy is adapted. The patient received intravenous antibiotic therapy during this admission and continued with dressing changes twice a week under sterile conditions.